Event description:
The patient reported that they were having trouble with their device and it was not working. They had overstimulation and stimulation in an undesired location. When the patient would lay on their back the stimulation was stronger and it felt like "100%" they also felt stimulation in their stomach and ribs. The stimulation was supposed to be in their low back and down from there. They had not made any programming changes prior to the event but they did turn their stimulation way down after the event. It was noted that the patient had just been programmed for the first time and a manufacturer representative had told them to expect more programming before they finalize the programming. There were no falls, trauma, or electro-magnetic interference related to these events. The issues with stimulation appeared to be sudden. The patient had been having pain at the implant site since they woke up from implant. They were give pain medications but were still having pain. It was noted that the patient expected this pain and it was only due to the incision. The patient met with a manufacturer representative on (B)(6) 2016 and a basic reprogramming rectified the unwanted stimulation. It was noted that the patient needed some slight adjustments to attain the ideal therapy. The patient was implanted for non-malignant pain.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that the patient never had trouble with the device. The consumer also reported that she met with a manufacturer representative during an appointment for pain management. The first adjustment was a bit high in the left ribs; the manufacturer representative tried a different setting that had worked great since. The issue was observed during normal use and when the patient started moving around more, post-operatively. It was noted that the patient had bent over after she was told not to; it was just force of habit. Circumstances that led to the issue included improper activity and the patient forgetting her limits because she felt amazing. Reported symptoms related to the issue included the patient's left rib area (stimulation) felt too intense. After adjustments were made and the manufacturer representative had explained how it worked, it helped and the patient did not have any trouble since. The reported issues were resolved after the patient had met with the manufacturer representative during a follow up appointment.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.